Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the staples would not release. The event occurred with the initial cartridge which is inside the stapler. The staples would not release at all; no staple fell. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested, but the affiliate indicated that the customer did not provide more information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.